Event description:
Red status indicator and beep before pad-pak expiry.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.. The sam 500p passed ¿out qat from heartsine technologies on the 26th july 2018. Upon receipt, the device was emitting no status indicator, and all instructional leds were constantly illuminating with the device powered on. Visual inspection revealed the membrane tail was not correctly aligned within the j11 connector, which had resulted in the misalignment of the j11 pins with the membrane tail tracks and the subsequent faults on the status indicators and instructional leds. The faults could not be replicated after reinstalling the membrane into the j11 connector. Heartsine records indicate the device had performed to specification during out qat testing on the 26th july 2018, indicating that the membrane tail had made sufficient contact with the j11 pins at this time. The reported issue of a red status indictor and beep could not be confirmed. The device passed all self-tests from the date of installation on the 12th february 2019 and no fault was found on the status led drive circuitry during investigation. Furthermore, the returned pad-pak measured consistently with its expiry of november 2022. It is therefore possible that the symptoms identified in this investigation had been misinterpreted by the user. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator and beep before pad-pak expiry.